Manufacturer narrative:
(B)(4). The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A complaint was reported by a healthcare professional in (B)(6) on (B)(6) 2015. On (B)(6) 2015, the naso-gastric tube was placed. On (B)(6) 2015, the healthcare professionals thought that the nasogastric tube was kinked. Follow up information received on (B)(4) 2015, indicating an endoscopy was performed on (B)(6) 2015. The healthcare professionals ruled out that the naso-gastric tube were kinked. The nasogastric tube was properly placed but the patient had a decubitus ulcer in esophagus.